Manufacturer narrative:
The customer reported that the central nurse's station (cns) powered off and restarted on its own. The device is now plugged into a power strip instead of a ups and is back up and running. No patient harm was reported. The device will not be returned to the manufacturer for evaluation.

Event description:
The customer reported that the central nurse's station (cns) powered off and restarted on its own. The device is now plugged into a power strip instead of a ups and is back up and running.

Manufacturer narrative:
Manufacturer narrative: investigation results: the device was not sent in for evaluation. Nihon kohden tech support has made multiple attempts to contact the customer without success. The issue was likely due to a bad ups. The root cause for the reported issue could not be determined. However, the ups factor was not ruled out. The role of the ups is to provide uninterrupted power to the device. If the ups was not used as reported by the customer, a power interruption at the facility may have caused the above reported issue. Based on queries made of similar issues within the ticketing system, the two most common causes of the cns rebooting is due to a generator test (power interruption) or a bad ups. Further investigation is not possible at this time.